Event description:
This patient was 8 min. Into dialysis when she experienced sob, weaknenss, bp of 210/141, pulse of 164. Pt placed in trendelenberg, o2 applied at 2l/min. 1500 ml of ns infused and then patient became unresponsive for 1 min. A call was placed to 911, patient then became responsive, but disoriented while saline was being infused. Pt then transferred to ER where she was given solumedrol and benadryl IV. Blood was not returned. Dialyzer changed to fl80a optiflux with limited use of 3. No sample available. Pt reportedly is stable at this time.